Event description:
A report was received stating that following use of the device, the needle could not be fully retracted into the safety mechanism, leaving the needle exposed. There was no pt or clinician injury reported.

Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed. Explanation of method: a sample device was returned and is currently in transit to the investigation site.